Manufacturer narrative:
Additional information was received that the new area of pain was not device related.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2158-70 serial #: (B)(4) description: linear lead with enhanced stylet, 70cm model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot #: 17241724 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to the patient's pain area that had changed and the device was not helping anymore with the pain. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.